Manufacturer narrative:
(B) (4): the customer declined physio-control's repair offer due to costs. The cause for the observed failure could not be determined.

Event description:
It was reported that when the customer was going to use the device on a male pt. The wrench icon appeared on the screen. The device end user stated that the device functioned and was successfully used with the presence of the icon during the event. The reporter informed that the pt was alive when he was transported to the hospital but the ultimate pt outcome was unk. There were no further details on the event and/or the pt provided. Physio-control evaluated the device and observed that the device would analyze simulated ECG rhythm and charge the energy but failed to deliver it. The device was displaying the "charge removed" message when the shock button was pushed.